Event description:
It was reported that the health care professional requested to review two overlapping episodes stored by this implantable cardioverter defibrillator (ICD) system. Technical services (ts) advised that anti-tachycardia pacing (atp) was delivered due to a supraventricular tachycardia arrhythmia. Atp delivered successfully terminated the arrhythmia. In addition, ts found some far-field oversensing exhibited. Ts provided reprogramming recommendations. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.